Manufacturer narrative:
The reported event of unable to remove wire was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the distal region of the lead and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event of failure to advance stylet was due to the inner coil clogged with blood/body fluids.

Event description:
It was reported the patient presented for initial procedure. During implant, the wire could not be removed from the lead. The physician elected to complete the procedure with a different lead. The patient was recovering following the procedure.